Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during the implant procedure, the right ventricular (rv) his bundle lead exhibited high thresholds and ideal p arameters could not be obtained after changing positions many times. Myocardial tissue was entrained at the tip of the lead. There was a slight deformation of the tip of the lead. The right atrial (ra) lead could not be placed due to patient's anatomy. After several attempts, the patient's blood pressure dropped due to the long surgery time and hospitalization was required due to the reported event. The leads were attempted, not used and was replaced. No patient complications have been reported as a result of this event.